Event description:
It was reported that max bolus feature was not working as intended. Reportedly, when the customer requested a bolus larger than the max bolus, the pump did not notify the customer of the remaining amount to be delivered. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.